Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging, and a follow-up was planned. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump. He customer will use multiple daily injections (mdi) as a backup.